Event description:
A site representative, nurse, reported that, while in an ent procedure tracking was intermittent when using the straight suction. Registration was accurate and only saw flickering with the one instrument. In trouble-shooting with a medtronic representative, it was determined that the emitter was too close and tracking very near the top right corner. The emitter was moved to a more central location for tracking and ensured there was nothing between the emitter and the instrument. Tracking improved. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Medtronic representative at the site found the navigation system screen was too close to the endoscopic screen and the endoscope was also between the emitter and the tool being used (straight suction). After rearrangement of the screen and emitter, the physician was able to complete the surgery. After further review, other cases that the customer described as "difficult" were mainly due to the staff selection of "coronal" scans instead of the axial options on the disc. This information was reviewed, again, with the or director and rn manager. Use error directly caused this event. Field generator, emitter, will not be returned to manufacturer for further evaluation.